Event description:
The valve was implanted and the subvalvular structures were preserved. The following day, echo was performed and a circumference leak appeared to be present. Haptoglobin 6000 units was administered. Reop was performed on the second day postop. The valve was explanted and replaced with a 27mm sjm valve. The physician thought there was more leak in the pivot region than normal and would like to know if this caused hemolysis. At reop, the left ventricle contained physiologic saline, and the annulus appeared to be intact.